Manufacturer narrative:
.

Event description:
It was reported that during an angioplasty procedure, the balloon detached from the maverick2 monorail catheter. During tracking of the balloon catheter over the guide wire, as the wire was passing over the monorail section, the balloon dislodged. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same devices. The pt injuries or complications were reported. Pt status is reported as "fine."